Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl, 45 mg/dl and 47 mg/dl. The customer was treated with juice. The customer stated that there was no emergency room or hospital visit due to low blood glucose. Customer also stated that the reservoir was coming out off the insulin pump and when they put it back in it give insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that they not sure if auto mode was active.